Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. An actual sample with balloon has been broken and was received for investigation. From the complaint description, it was reported that the balloon and tip of catheter broke off and remained in patient when doctor attempted removal. Visual examination was conducted to the returned sample and did not reveal any obvious defect or abnormality except broke at balloon and tip area. Besides that, it was observed no sign of deterioration on the sample that could lead to such defect as per reported. Further investigation, one piece of sample was obtained from the production floor and was subjected to inflation and deflation test for simulation study. Manually pull the catheter observed no crack or detachment on the sample. The sample then was inflated with 10ml of water and observed the balloon inflated spontaneously without any difficulty. There was no leakage was observed from any part of the catheter deflate the balloon by attaching the luer slip syringe onto the rubber valve, shows no problem. The test was repeated 3 times, same other remarks: observation reproduced. Based on the visual examination on the returned sample, it was noticed that there was no sign of deterioration on the sample that could lead to such defect as per reported. In addition, the production sample is found to be functional. The catheter is able to be inflated and deflated as normal. No deterioration was observed on the catheter. With this investigation, the complaint could not be confirmed.

Event description:
The balloon and catheter tip broke off and remained in the patient when the doctor attempted removal. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon and catheter tip broke off and remained in the patient when the doctor attempted removal. The patient's condition was reported as unknown.